Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to his abbott diabetes care (adc) freestyle libre reader not recognizing the test strip nor able to read the sensor. It was further reported that the customer had to go to the hospital due to symptoms described as nausea, dizziness, and general malaise where hypoglycemia was diagnosed and glucagon was administered by a healthcare professional (hcp). The customer's blood sugar was also measured, and the customer remained under observation and felt better. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader. No new issues were observed. Reader powered on with button depression. Reader did not power on with test strip insertion. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly); no issues were observed. Stm processor was observed. Continuity test was performed with a multimeter and open pin was not observed. The solder was reflowed on all pins and attempted to power on the reader with a test strip. Reader did not power on with strip insertion. Strip sense test was performed and test was failed. Contact surfaces of ground shield pin and pin 6 were inspected and liquid contamination was observed. Issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to his abbott diabetes care (adc) freestyle libre reader not recognizing the test strip nor able to read the sensor. It was further reported that the customer had to go to the hospital due to symptoms described as nausea, dizziness, and general malaise where hypoglycemia was diagnosed and glucagon was administered by a healthcare professional (hcp). The customers blood sugar was also measured, and the customer remained under observation and felt better. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to his abbott diabetes care (adc) freestyle libre reader not recognizing the test strip nor able to read the sensor. It was further reported that the customer had to go to the hospital due to symptoms described as nausea, dizziness, and general malaise where hypoglycemia was diagnosed and glucagon was administered by a healthcare professional (hcp). The customers blood sugar was also measured, and the customer remained under observation and felt better. There was no report of death or permanent impairment associated with this event.